Event description:
Customer repots the screws have sheared off during insertion, the bones were stated to have been of normal quality. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The measurable dimension of the cortex screws sent in could not be examined as parts of the screw are missing. The visual inspection revealed the fracture surface does not exhibit anything unusual and there is no material defect. As a result of these findings it is possible that a brief mechanical overload led to the head of the screw breaking off. This complaint has been determined to be indeterminate. (B)(6).